Event description:
Charger blew up - oral-b [device expulsion]. Case narrative: a store reported via e-mail that a consumer's oral-b charger blew up. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.